Event description:
Health care professional advised that a customer received a control reading of 224mg/dl on the contour ts meter. The range was 99-136mg/dl. The call was disconnected, so further information could not be obtained. Product could not be replaced, and customer product is not expected to be returned.

Manufacturer narrative:
The call ended before the product information could be obtained. It's not possible to determine the manufacture date without the meter information.